Manufacturer narrative:
Article source/citation: wang, m., zhao, z., wang, s., cao, y., zhao, j. (2025). One-stage hybrid operation for hypervascular central nervous system tumors: a single-center experience of 31 cases. Chinese neurosurgical journal, 11(1). Https://doi.org/10.1186/s41016-025-00400-y. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Wang, m., zhao, z., wang, s., cao, y., zhao, j. (2025). One-stage hybrid operation for hypervascular central nervous system tumors: a single-center experience of 31 cases. Chinese neurosurgical journal, 11(1). Https://doi.org/10.1186/s41016-025-00400-y literature was reviewed regarding a one-stage hybrid operation combining intraoperative embolization and microsurgical resection for hypervascular central nervous system tumors. Multiple manufacturers¿ devices were implanted in the study population. The following medtronic devices were used: marathon 1.3-f microcatheter and ethylene¿vinyl alcohol copolymer, onyx 18/34. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The cause of death was tumor recurrence, with one death reported. Among all patients, adverse events and clinical outcomes included postoperative neurological deterioration in three patients, tumor recurrence in five patients, and one case of postoperative subcutaneous effusion; no embolization-related complications were reported. No further information was provided pertaining to medtronic products.